Event description:
During an unknown procedure the staples jammed in the cartridge. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 25 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to conintuously improve co's products.